Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 298 mg/dl at the time of the incident and current blood glucose was 243 mg/dl. The customer reported that they had stuck button during filling the tubing. The customer reported that they had performed displacement test and was passed. The customer reported that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.